Event description:
It was reported that during an endovascular aorta replacement (evar) procedure, guide wire damage occurred. The non-stenosed lesion was located in the abdominal aorta. It was noted that there was moderate calcification of both iliac arteries as well as a 110 degree angulation between the common iliac arteries and the abdominal aorta. The 0.035 back-up meier 300cm j-tip guide wire was advanced to the lesion. Another MFR's guide catheter was advanced over the guide wire, however, resistance was experienced. The guide wire was withdrawn and upon removal it was noted that approx. 100 cm of the distal segment of the guide wire was missing coating. Another 0.035 back-up meier 300cm j-tip guide was advanced. Upon advancing another MFR's stent graft over the guide wire resistance was experienced; however, the stent was able to be successfully deployed. Another MFR's balloon catheter was advanced without resistance for successful post-dilatation of the stent graft. No pt injuries or complications were reported, however, it is unk if the coating remains in the pt. The pt's status is reported as "ok".